Event description:
It was reported to philips healthcare that during a pacing procedure on a pt, the device could not acquire leads ECG. The device displayed an ECG equipment malfunction inop message and a red x. There was no negative patient impact. The user switched to another defibrillator.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.